Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/27/2013 with the following findings: testing found that the display screen was scratched but the display screen was still able to be read.

Event description:
The pump was returned to animas. Evaluation found that the display lens was scratched. This report is made based on the results of evaluation.